Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when pressed due to contamination caused by fluid ingress which was found on the bottom of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen could not be calibrated during preventative maintenance testing at the user facility. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No additional information was provided.